Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high and low readings and low battery alert from the insulin pump. The customer's blood glucose reading was 52 mg/dl. The customer stated that her son is very active and the site came out. The customer had blood glucose of 583 mg/dl on (B)(6) 2016. The customer reported no delivery alarm. The customer reported set change resolved the issue. The insulin pump will not be returned for analysis.